Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer explained that he changed the infusion set three times since the previous day. The customer's blood glucose was 26.8 mmol/l. The customer stated that the alarm would occur 15 to 20 minutes after an infusion set change. Explained potential causes of the no delivery alarm. Troubleshooting could not be performed at the time of the call. Advised that replacement infusion sets would be sent. Advised customer to call back when the alarm occurs in order to troubleshoot properly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.